Event description:
It was reported that pump screen stayed dark and sometimes required multiple button presses to turn on. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case, planned to keep case off for twenty-four hours, cleaned around button, and was advised to call back if issue persisted.